Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) unit had a blood back issue. There was no harm reported to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. Upon evaluation, the fse found the helium bottle not completely open, which was not producing enough helium in the unit. So, in order to solve the issue, the fse opened the helium bottle and rant a test with a simulator. The unit was then functional.

Event description:
N/a.